Manufacturer narrative:
Corrected sections as of 05-sept-2023: b1: product problem no. D8: device available for evaluation. H3: device returned to manufacturer for evaluation, device evaluated by the manufacturer. Meter and test strips were returned for evaluation. Reported defect not reproduced on returned meter and strips. Product evaluation has been completed. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions. Most likely underlying root cause: mlc-030: user applied blood to strip before inserting strip into meter.

Event description:
Consumer reported complaint for error message (e-3) with 2 vials of test strips (reference (B)(4)). During the call, a blood test was performed by the customer and produced e-3 error using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is (B)(6) 2024 and test strips were opened two days before the call. The customer reported feeling dizzy; customer stated he was going to see his doctor after the call due to the dizziness. Customer is insulin dependent but he did not specify if he based the dosage of insulin on his results.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due symptoms. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications most likely underlying root cause: mlc-030: user applied blood to strip before inserting strip into meter. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the customer's condition had improved - able to establish contact with customer who stated he was still feeling dizzy. Customer stated that he called his hcp who recommended customer obtain a new meter; customer stated he was using his brother's meter the day before and his doctor recommended to not use relative's meters. Note 2: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the customer's condition had improved - able to establish contact with customer who stated he was still feeling dizzy. No medical intervention since the last call was reported. Note 3: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the customer's condition had improved and the replacement products resolved the initial concern - able to establish contact with customer who stated he was feeling well and did not currently have any diabetic symptoms. Customer stated that he had called his doctor the day before regarding his symptoms of dizziness and he was having blurry vision. Customer stated that his doctor changed the type of insulin (undisclosed the brands of insulin) and that he has to go today (B)(6) 2023 as a follow up for his telehealth appointment yesterday (B)(6) 2023. Customer stated that he just started to use the replacement product today, (B)(6) 2023.